Event description:
A physician reported that before surgery, an ophthalmic needle found to be bent. It was further reported that the needle popping out. The procedure was completed. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Hence no further reports will be scheduled under 2523835-2024-01265. The manufacturer internal reference number is: (B)(4).